Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number k101880.

Event description:
It was reported implant was found to be non-integrated after 14 weeks. Sinus perforation noted at the site after implant removal. Tooth 14. Closure of sinus opening was required.

Manufacturer narrative:
Zimvie received one (1) tsvtwb8, (imp, tsv, 4.7, 8, mtx, mg) for evaluation. Visual evaluation was performed, the implant had signs of use/wear with debris on its external threads. The implant had a crown attached. There was no damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing (cal4063 due (B)(6) 2025). DHR review was completed for the subject lot number 1267526. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1267526 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: medical: perforated sinus.¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation was inadequate treatment planning and patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable with all the available information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.